Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported they were having trouble with the handset. The patient stated this is the 3rd unit she has gotten since implant. The patient stated it was taking too much time to deliver a bolus. The app was timing out before the patient was able to get a bolus. The patient stated she is reopening the app and reconnecting and that the bolus request gets hung up on 90% and after a few minutes a message appeared that they should close the app or wait. The patient verified she gets 8 boluses per day. The agent reviewed handset function when requesting a bolus and connected the patient to hcit (healthcare it)for further troubleshooting. A replacement communicator as requested from the repair department by hcit. Myptm app performance issues encountered. No patient injury reported.